Event description:
Event description cpi received information that this sweet tip bipolar lead (4269) had dislodged, and was repositioned two days after implant with the following numbers: 1.0 mv p; 1.1 v, 3.6 ma, 0.5 msec capture; z-500 ohms. The lead was repositioned successfully, and remains actively implanted.